Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-16340. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on contacts 9-16 and x-rays showed that both leads had coiled up. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.